Event description:
It was reported that during equipment testing conducted at the user facility the device was leaking. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The alleged failure of leaking could not be duplicated during the device evaluation, and there was no substance observed on the outside of the device. However, a substance was found on the internal components of the device. Certain sterilization and cleaning practices by the user facility are probable causes of substance residue within the device which can cause the leaking that was reported.